Event description:
A report was received that the patient underwent a pocket revision due to tenderness at the pocket site. The physician implanted two extensions and repositioned the pocket from the left flank to the abdomen. The patient is reportedly doing well.